Manufacturer narrative:
The aquabeam handpiece was returned for an investigation. No visual defects or anomalies were observed with the handpiece. Functional testing of the returned device confirmed the reported issue. Additional analysis found signal anomalies, as indices were not transitioning. The handpiece was deconstructed and viewed under magnification. No signs of fluid ingress were observed on the sensor board and the encoder wheel. The lower shell and pcb of the handpiece were replaced and an entire simulated aquablation session were performed successfully without triggering any errors, indicating a pcb failure in the return handpiece. The root cause is pcb failure and the root cause source is undeterminable. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 23c00935 was conducted, which confirmed that there was one (1) non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The affected units within the lot were reworked to address the nonconformance. Upon re-inspection, the lot met all required specifications and was then deemed acceptable to be released for distribution per device specifications. The aquabeam robotic system user manual, um0104 rev. G, states the following: table 5: system detected errors and faults. E22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that while connecting the aquabeam handpiece to the aquabeam motorpack, the aquabeam robotic system generated an "e22 motorpack error". A second aquabeam handpiece was used and at the end of the first treatment pass, the aquabeam robotic system generated an "e22 motorpack error" again. The treating surgeon converted the procedure to transurethral resection of the prostate (turp) to complete the patient's treatment. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.